Event description:
It was reported that during a procedure, noise was observed on both the right atrial (ra) and right ventricular (rv) channels of this implantable cardioverter defibrillator (ICD) system. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. The hcp noted that the magnet was used during the procedure. It was also noted that a signal artifact monitor (sam) episode was recorded. Ts reviewed the episode and determined that the noise on both the ra and rv channels were oversensed and appeared to be possibly electromagnetic interference (emi) in nature. The presenting electrogram (electrogram (egm) showed the device is operating as programmed. Ts advised the hcp to consult cardiology for further evaluation of the rhythm. No adverse patient effects were reported. The device remains in service.